Event description:
The customer stated the c-arm would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cup coin battery was evaluated and replaced. The bios settings were readjusted. The system was tested and found to be working as intended and returned to service.